Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration: out of uterus like horns,"), uterine perforation ("perforation uterus/ the device had migrated and punctured my uterus, migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2001, fever, back pain, ovarian cyst, pyelonephritis and tubal ligation in 2009. Concurrent conditions included dizziness, abdominal pain, occipital headache, distress gastrointestinal, allergic reaction to analgesics and body mass index normal. Concomitant products included ciprofloxacin (cipro), ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), uterine pain ("uterus pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with amoxicillin and surgery (underwent laparoscopy / device removal due to complications from the essure device). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain, depression, anxiety and back pain outcome was unknown and the uterine perforation, genital haemorrhage, pelvic pain and uterine pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: start date provided as (B)(6) 2009 and removal date provided as (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: failure to occlude fallopian tubes; on (B)(6) 2009: migration of essure device, other-uterus. Most recent follow-up information incorporated above includes: on 12-nov-2018: events- "depression, mental anguish, lower back area pain", lab data, concomitant drug added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration: out of uterus like horns,"), uterine perforation ("perforation uterus/ the device had migrated and punctured my uterus.") And genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy in 2001, fever, back pain, ovarian cyst, pyelonephritis and tubal ligation in 2009. Concurrent conditions included dizziness, abdominal pain, occipital headache, distress gastrointestinal, allergic reaction to analgesics and body mass index normal. Concomitant products included ciprofloxacin (cipro). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), dyspareunia ("painful intercourse / dyspareunia"), uterine pain ("uterus pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with amoxicillin and surgery (underwent laparoscopy / device removal due to complications from the essure device). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the uterine perforation, genital haemorrhage and uterine pain was resolving. The reporter considered abdominal pain, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: failure to occlude fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abdominal pain" were added. Product explant date was added. Fu2 and fu3 proceed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration: out of uterus like horns,') and uterine perforation ('perforation uterus/ the device had migrated and punctured my uterus, migration of essure device location of device: uterus') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2009, appendectomy in 2001, vaginal disorder nos in 2001, fever, back pain, ovarian cyst and pyelonephritis. Concurrent conditions included dizziness, abdominal pain, occipital headache, distress gastrointestinal, allergic reaction to analgesics and body mass index normal. Concomitant products included ciprofloxacin (cipro), ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 21 days after insertion of essure. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), uterine pain ("uterus pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with amoxicillin and surgery (underwent laparoscopy / device removal due to complications from the essure device). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, menorrhagia, abdominal pain, depression, anxiety and back pain outcome was unknown, the uterine perforation, genital haemorrhage and uterine pain was resolving and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: start date provided as (B)(6) 2009 and removal date provided as (B)(6) 2009. She had been treated for pain. Approximately 6 to 8 loops of the essure device were noted to be protruding from the tubal ostia into the endometrial canal at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: migration of essure device, other-uterus; in (B)(6) 2010: results: failure to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Reporter's information added. Medical history were added. Fu received. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration: out of uterus like horns,') and uterine perforation ('perforation uterus/ the device had migrated and punctured my uterus, migration of essure device location of device: uterus') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2009, appendectomy in 2001, fever, back pain, ovarian cyst and pyelonephritis. Concurrent conditions included dizziness, abdominal pain, occipital headache, distress gastrointestinal, allergic reaction to analgesics and body mass index normal. Concomitant products included ciprofloxacin (cipro), ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 21 days after insertion of essure. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), uterine pain ("uterus pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with amoxicillin and surgery (underwent laparoscopy / device removal due to complications from the essure device). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, menorrhagia, abdominal pain, depression, anxiety and back pain outcome was unknown, the uterine perforation, genital haemorrhage and uterine pain was resolving and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: start date provided as (B)(6) 2009 and removal date provided as (B)(6) 2009 she had been treated for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: migration of essure device, other-uterus; in (B)(6) 2010: results: failure to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration: out of uterus like horns,"), uterine perforation ("perforation uterus/ the device had migrated and punctured my uterus.") And genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy in 2001, fever, back pain, ovarian cyst, pyelonephritis and tubal ligation in 2009. Concurrent conditions included dizziness, abdominal pain, occipital headache, distress gastrointestinal and allergic reaction to analgesics. Concomitant products included ciprofloxacin (cipro). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), dyspareunia ("painful intercourse") and uterine pain ("uterus pain"). The patient was treated with amoxicillin and surgery (underwent device removal due to complications from the essure device). At the time of the report, the device dislocation, pelvic pain, menstrual disorder and dyspareunia outcome was unknown and the uterine perforation, genital haemorrhage and uterine pain was resolving. The reporter considered device dislocation, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, uterine pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: failure to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical record received: reporter, concomitant disease, historical condition and events (abnormal bleeding (general), uterus pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent device removal due to complications from the essure device). Essure was removed. At the time of the report, the perforation, device dislocation, pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menstrual disorder, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.